Manufacturer narrative:
The service activity was performed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm) to resolve the issue. The usm was received for failure analysis evaluation. The usm was tested on an in-house system and triggered error 25930. The usm was also tested on a testing platform and failed the sensors check along with the sine cycle.

Event description:
It was reported that during an internal service activity, the field service engineer (fse) found the universal surgical manipulator (usm) 3 failed the carriage friction test. There was no patient involvement and no customer-reported issue.